Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check discovered by customer, the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic port. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) evaluated the unit and replaced upper panel and stickers. Device passed all functional and safety checks as per OEM specifications. Device returned to customer and cleared for clinical use. The failure occurred due to a defective upper panel. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.